Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all samples and the negative control gave positive results. The number of affected samples was not specified. There was no report of patient impact. Assays used: gbs.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported results are turning positive even the negative controls, erroneous results. Service cleaned reader apertures and heater mux plate, checked alignments. Service performed multiple test, all test passed. Service performed a qualification run without any issues or errors. Service could not find any issues with the instrument. This complaint is unconfirmed as no problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all samples and the negative control gave positive results. The number of affected samples was not specified. There was no report of patient impact. Assays used: gbs.